Event description:
It was reported to medtronic minimed that the customer's insulin pump displayed a persistent low battery icon and failed to emit any sound for the alarm, even after replacing the battery five times. The customer also reported a replace battery now alarm without a prior low battery warning. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed and instructed the customer that the insulin pump will be replaced and the customer can continue to use the insulin pump until a replacement arrives if a new battery was installed. No harm requiring medical intervention was reported. Mmt-1880 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed active current test and sleep current test. Failed self-test. Successfully downloaded history files and traces using thump and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed normal low battery alerts on 09/19/2025 21:27:00, 08/23/2025 14:01:00 and 07/28/2025 18:20:00. Battery cycle 15.0 received the lowbatteryalert (104) on 09/19/2025 21:27:00 after more than 7 days at 15.2 days. Battery cycle 13.0 received the lowbatteryalert (104) on 08/23/2025 14:01:00 after more than 7 days at 10.73 days. Battery cycle 11.0 received the lowbatteryalert (104) on 07/28/2025 18:20:00 after more than 7 days at 12.28 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on battery tube and harness assembly vibrator. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, cracked case and cracked case (battery tube). No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss was not confirmed. Vibrate anomaly confirmed during testing due to severe moisture damage on the harness assembly vibrator. Exposed to moisture confirmed at the battery tube and harness assembly vibrator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.